Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an other-health care professional stated that, consumer was over wearing the old contact lens, due to which she experienced extreme pain and blurry vision upon insertion, pain started immediately, she tried to remove it but couldn't so she washed the eye out and lens came out, vision was grey then she has visited the clinic and was diagnosed with a tear on her cornea, corneal edema, cornea burn. The consumer also had floppy eyelid syndrome (fes). The consumer was prescribed with an unknown antibiotic, unknown steroid and preservative free artificial tears for every thirty minutes. The current status of consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).